Event description:
Issue is reportable (us only) as it does not meet the criteria of (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.